Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine (20mg/ml at 6.810mg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that a motor stall occurred on (B)(6) 2018. No electromagnetic interference (emi) was reported by the patient. There was no MRI. There were no withdrawal symptoms at the time of the report. No environmental, external, or patient factors were reported to have caused this issue. The pump was interrogated and the patient was placed in minimum rate. They would be given oral medications for withdrawal. Surgical intervention was planned but had not been scheduled. The patient was reported as "alive, no injury." There were no further complications reported at this time.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified residue in the motor gear train and wearing on the shaft of the gear or the rotor. Eval codes-method, result, conclusion no longer apply. If information is provided in the future, a supplemental report will be issued.